Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins). It was reported that the patient was trying to charge their ins but was getting zero coupling. The patient contacted the doctor's office and they instructed the patient to turn stimulation off until their follow-up appointment. The antenna was repositioned over the ins, but the issue was not resolved as the patient got the poor coupling screen. Swelling was noted. No other symptoms were reported. Additional information was received from a manufacturer representative (rep). On (B)(6) 2018, it was reported that the patient was recently seen in the clinic and there was still post-operative swelling. The device had been turned off to avoid further battery drain while the incision properly healed. Once swelling had subsided they would bring the patient in again to troubleshoot recharging. Additional information was received from the rep. The implanter confirmed that the system was still not adequately recharging for the patient and they scheduled a pocket revision to move the ins battery closer to the surface of the skin. The procedure was scheduled for (B)(6) 2018. No further complications were anticipated.